Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of "secondary and primary were both running, the primary bag was hung lower and should have been on hold," which was not confirmed or reproduced by evaluation. The device was found to perform as expected. Additionally no component causality could be determined.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a secondary infusion where both bags were running in the intensive care unit during therapy (medication, programmed amount and delivery rate unknown). The primary bag was hung lower and should have been on hold . It was also reported there was no patient injury.